Event description:
It was reported that the customer was treated by paramedics due to a hypoglycemia seizure. The customer's blood glucose reading was 163 mg/dl at the time of the report. The customer declined to perform troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.